Manufacturer narrative:
The device had damaged cases and door. There were no major alarms in the alarm history. The device passed all product complaint investigation (pci) functional tests apart from visual inspection. The complaint was not confirmed. The probable cause could not be identified. The damaged parts were replaced. The device passed all further testing. Test instruction asked for logs download. These were downloaded and sent for analysis. After a review of the event logs, the event logs analysis team concluded: engineering reports that the plum 360 technical service manual (tsm) documents the ICU medical preventive maintenance ¿delivery accuracy test¿ as programming the pump to deliver 10 ml on each of lines a & b (line b in piggyback mode) @ 200 ml/hr with the distal line dispensing the fluid into a graduated cylinder. The passing condition is if the total dispensed fluid measured in the graduated cylinder after the test = 20 ml +/- 1 ml. Engineering summarizes that: on nov 13: the user added vtbi to an infusion from the previous day and ran that infusion until stopped by a distal occlusion alarm. On nov 15: the user programmed an infusion for 1000 ml over 8 hours and ran it till near completion, stopping it manually after about 7:48 hrs. Then entered biomed mode twice to view data/settings. On nov 19: the user programmed an infusion for 10 ml @ 900 ml/hr and ran it to normal completion. Then the user performed a ¿delivery accuracy test¿ (as described in the plum 360 tsm. Based on the infusion programs and delivery quantities reported in the pump logs, all infusions delivered accurately within the design tolerance of +/- 5.0% by volume. However, there were no infusions which appeared to match the customer complaint (i.e. Either a rate of 90 ml/hr or a vtbi of 90 ml). Engineering evaluates that the logged data did not indicate programming as described by the customer complaint (i.e. With either rate of 90 ml/hr or vtbi of 90 ml) and that, therefore, this pump (serial # (B)(6) was not the one of the two supplied pumps on which the reported incident occurred. This device appears to be operating correctly per design.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 was found to have an infusion issue. The reporter stated, "the planned infusion was meant to be 90ml of the fluid delivered at 7ml/h". Additionally, the reporter stated, that this was delivered and 90ml/h which strongly implies user error in this instance. The infusion was started on 14-nov-2024. The infusion was intended to run for 12 hours 52 minutes (7ml/h 90ml total infusion). The delivery issue was noted on 15-nov-2024. There was no patient involvement. They stated that they do not require repair but would like to see the logs to know what the pump was set up to do. They suspect the pump was programmed incorrectly but have not been able to confirm.